Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as reference above. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, the changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported the pt was implanted a durom us acetabular component 60/54 t on the right side on (B)(6) 2007. The pt was revised on (B)(6) 2012 due to pain.